Event description:
The device was returned to the service center for a report from the customer contact of negative proximal occlusion a nondelivery and backlight failure. These are not reportable malfunctions. However, during verification testing at the service center, the fluid shield was found to be damaged and fluid spillage was noted.

Manufacturer narrative:
Testing and investigation found the fluid shield was damaged and fluid spillage was noted. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.